Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had cracks in the output connectors, causing leads to fall out it socket. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had cracked output connectors. It was also indicated that the main seal was stretched. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.